Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 12/06/2016.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: the pump powered on with no audible alarm. The keypad was undamaged and all of the buttons were unresponsive. No contaminants were found underneath the contacts. There was moisture damage on the keypad connector and the piezo. The battery compartment was found to be cracked.